Event description:
It was reported that, "doctor explanted uni knee components and implanted pstotal knee. Revision due to disease progression and increasing pain in left lateral knee. According to doctor components were well fixed".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.